Event description:
The customer reported to olympus during unknown procedure, no image when angle was applied on the evis lucera elite bronchovideoscope. Upon inspection and testing of the customer returned device, the coating of the insertion section partly peeled off. This report is being submitted as a MDR based on this evaluation result. The procedure was completed with another device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered the screen blackout occurred during angulation to down direction, coating layering and peel-off, no leakage occurred at leakage test, at image check, no anomaly occurred at start-up, no obvious defect was observed on its distal end or bending section, no anomaly was found at the metal contact pins of the suction-connector and no fluid invasion was found inside the control section or suction connector. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, possible causes may include the following: the event may have been caused by the following: a) physical stress. B) chemical stress. C) stress from bad storage environment (in direct sunlight, at high temperatures, in high humidity or exposed to x-rays and ultraviolet-rays). A definitive root cause cannot be identified. This issue is covered in the instructions for use: operation manual: important information ¿ please read before use: warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Operation manual: 4.2 insertion: insertion of the endoscope: if necessary, apply a medical-grade, water-soluble lubricant to the insertion tube. Reprocessing manual: 8.1 precautions for storage and disposal: to prevent damage, do not store the endoscope and/or accessories in direct sunlight, at high temperatures, in high humidity, or exposed to x-rays, ultraviolet rays, or ozone. To prevent damage, do not store the endoscope and/or accessories with chemicals or in a gas-generating area. Reprocessing manual: 8.2 storing the disinfected endoscope and accessories: proper storage procedures are as important as proper reprocessing procedures in maintaining good infection control practices. Be sure that the endoscope storage cabinet is properly maintained, clean, dry, and well ventilated. All equipment must be thoroughly dried prior to storage. Microorganisms proliferate in wet/moist environments. Keep the cabinet doors closed to protect the equipment from environmental contaminants and accidental contact. Limit access to stored equipment by unauthorized personnel.¿ olympus will continue to monitor the field performance of this device.